Event description:
It was reported that the cpu board sparked with flame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Updated MDR codes to state the device was evaluated. The device was not repaired by the technician as the customer did not respond to multiple attempts to schedule a repair.

Event description:
No new information.